Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to capture. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. X-ray inspection found over torqued of the inner coil at the connector region consistent with procedural damage. Electrical testing found an internal short due to over torqued of the inner coil at the connector region consistent with procedural damage. The cause of failure to capture was due to internal shorting due to over torqued in the inner coil consistent with procedural damage.